Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Pump received with no esc and act button response due to corroded keypad traces. Unable to verify for battery out of limit alarm due to no escape act button response. Pump received with minor scratched display window, cracked reservoir tube lip, cracked reservoir tube window through reservoir tube and cracked battery tube threads.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a battery out limit. The blood glucose reading is 124 mg/dl. Nothing further reported.